Manufacturer narrative:
Reported event was confirmed by review of x-rays by a third party hcp noting polyethylene wearing of the acetabular component results in superolateral positioning of the femoral head component. Part and lot identification are necessary for review of device history records, neither were provided. The complaint history review cannot be performed without product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product implanted sometime around year 2001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a left hip revision approximately 18 years post implantation due to liner wear. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.